Event description:
It was reported that the patient underwent a posterior spinal surgical procedure at t9-l1. Approximately 1 week post-op while the patient was trying to sit up in bed, the patient had pain the back. It was found on films that the l1 screw migrated at 5 months post-op and fractured at 9 months post-op. The patient underwent a revision surgery in which the broken screw and a portion of the rod was removed. The patient still complains of pain in the mornings. It was also found that the patient has stenosis. The treated levels were believed to be fused according to the surgeon. No additional info provided.

Manufacturer narrative:
(B)(4): films supplied for review found: construct from t9-t10-t11-t12-l1 with pedicle screws and extensive thoracic and lumbar laminectomies. Preexisting kyphotic deformity noted with apex at l1-2. Construct appears to have focused load at kyphotic deformity and ultimately the l1 screws failed. One screw broke in the pedicle while the other angulated with the l1 body and is presumably loose. Thought should have been made to extend construct across kyphotic deformity to l3.